Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was a pneumoperitoneum leak from the device. It was more noticeable during torquing of instrument while inserted through the trocar. The surgeon continued to use the same device to complete the procedure. There was no adverse consequence to the patient.